Event description:
Tampons leave behind cotton residue after removal [foreign body in reproductive tract]. Cotton residue after removal [complication of device removal]. Case description: consumer reported via email that the tampons leave behind cotton residue after removal. No serious injury was reported.